Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6). The field service engineer (fse) found no issues. A precision check was performed. The customer had deproteinized the electrodes. The customer ran successful calibration and qc. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for cl electrode (cl) and na electrode (na) on a cobas pro ise analytical unit. This medwatch will cover na. Refer to medwatch with a1 patient identifier (B)(6) for information on the cl results. Patient 1: the initial na result was 157 mmol/l. The repeat result was 140.7 mmol/l. The initial cl result was 114 mmol/l. The repeat result was 102.3 mmol/l. Patient 2: the initial na result was 161 mmol/l. The repeat result was 143.2 mmol/l. The initial cl result was 118 mmol/l. The repeat result was 104.2 mmol/l. Patient 3: the initial na result was 167 mmol/l. The repeat result was 157.2 mmol/l. The initial cl result was 136 mmol/l. The repeat result was 122.6 mmol/l. The customer noticed the initial results did not match the patient¿s previous history and repeated the samples on a different analyzer. The repeat results were believed to be correct.

Manufacturer narrative:
Multiple calibrations were performed on 18-oct-2023 and 19-oct-2023 with acceptable results. The customer stated qc was acceptable prior to the event. The samples were spun down for 5 minutes at 3600 revolutions per minute (rpm). Based on the sample tubes used, this spin time is shorter than recommended. Although no cause was found, the instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.